Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes lead dislodgement and capture anomalies. The "outer coil seems to have separated".